Manufacturer narrative:
There was a shift in quality control recovery starting on (B)(6) 2017 through (B)(6) 2017. The field service engineer ran performance testing on the analyzer. Performance testing failed, so he adjusted the photomultiplier tube. He repeated performance testing and it was successful. A specific root cause could not be determined based on the provided information. An instrument issue could not be completely excluded as a root cause since the first performance test failed.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 57.29 pg/ml and this value was reported outside of the laboratory. On the same day, a second sample was collected from the patient and tested, resulting as 9.78 pg/ml. Since the results obtained with the two samples were not consistent, the original sample was repeated, resulting as 11.38 pg/ml. The 11.38 pg/ml value was believed to be correct. No adverse events were alleged to have occurred with the patient. The tnths reagent lot number was 245194. The reagent expiration date was asked for, but not provided.